Event description:
A pt reported that when they applied the blood sample, the meter did not recognize the sample of blood. Tested on several other test strips, but resulted in same issue. This issue was not resolved with troubleshooting.